Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine implant, the left ventricular capture threshold using the new implantable cardioverter defibrillator (ICD) was very high when tested through a pacing system analyzer (psa) but lower with the patient's older ICD. A replacement ICD was used and the issue was resolved with normal thresholds. The patient was stable.

Manufacturer narrative:
The anomaly observed in the field was not confirmed in the laboratory. Upon received, the device functionality was evaluated and found to be normal.